Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Post-op complication - shoulder surgery. Radiological loosening at six weeks post-operative.